Event description:
It was reported by the customer that a pyxis medstation es system drawer main 2.1 was storage recovery issue. Customer stated that recurring issue with the 4w drawer main 2.1, specifically in the hydromorphone syringes bin and there was a delay in patient care workflow. Customer added this problem is preventing the nurses from completing the required narcotic count. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer storage issue. A field service engineer confirmed no problem found upon arrival and patient care was not interrupted due to maintenance. The system functioned as intended after field service engineer troubleshooted the device.